Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment which took place 56 days post procedure, a thrombus was seen on the face of the closure device via transesophageal echocardiography (tee). The patient's medication regiment was switched from dual antiplatelet therapy (dapt) to xarelto. The patient was to have a follow-up tee in february 2024. No further patient complications were reported.